Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the bearings in the attachment device fell out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the bearings fell out of the device was confirmed. It was determined that the device was apart due to loctite failure. It was determined that this issue was consistent with degradation of loctite thread locker adhesion to the threaded mating inner locking mechanism components from normal use over time causing the bearing stack screw to loosen and fall out along with the spacers and bearings. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.